Event description:
It was reported by a customer that on (B)(6) 2011, the fiber was damaged at the tip at 49.843 joules. Additional information reported by the customer was the patient's gland was huge and the physician had to touch the tissue and the fiber tip got really hot. The fiber aim beam was scattered. The laser did not hit any person or object in the room. This did not cause any issues with the patient. No error codes were displayed on the console when this event occurred.